Event description:
Facility emts connected the device to a patient described as in cardiac arrest. According to the reporter, the device had an ok symbol on the handle readiness display. Analysis of patient ECG was initiated. The device rendered two sequential no shock advised decisions. The reporter stated these were rendered appropriately for a rhythm that was fairly 'flat'. Reportedly, the device then immediately displayed a replace battery message and then device power shut off. The device could not be powered back on again. The patient was not resuscitated. The reporter stated that patient outcome was not affected by the discrepancy due to a lack of pt viability.